Event description:
The patient reported, her insulin infusion device shut down for the e5 technical inspection. She stated, the device never gave the a5 (technical inspection) alert. The patient stated ,she has a new insulin infusion device that she would transition to. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.